Event description:
(B)(4). I had been diagnosed with fibromyagla and endometriosis prior to getting essure. However, my pain wasn't that extreme and I hadn't needed medication for over 10 years. About 2 months after getting essure I started having all sorts of problems including constant burning when urinating and lower back pain - classic signs of a uti. All urine cultures came back normal but pain persisted. My periods became even more irregular and it took 3 rounds of provea to start me, when in the past one round would have worked. I am constantly fatigued to the point that I almost fall asleep behind the wheel no matter how much sleep I get. The pain has become unbearable. I hurt and ache all over. My depression has worsened and I have thought of suicide more often than before. Sex is very painful. Constant headaches and sore muscles.